Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one ultraverse rx pta dilatation catheter was returned for evaluation. No anomalies were noted during the visual evaluation. During functional testing, the balloon was inflated with an in-house presto inflation device, and water was noted to be leaking near the hypotube of the catheter. Under microscopic examination, a tear was noted at the rapid exchange port. No other functional testing was performed. The investigation is confirmed for identified leak as the hypto tube of the catheter leaks during the functional testing. The investigation for the identified catheter tear is also confirmed, as during the microscopic observation, a tear was noted on the hypotube of the shaft. The investigation for the reported balloon rupture remains inconclusive, as functional testing couldn¿t be performed fully due to the tear on the hypotube and the balloon couldn¿t be fully inflated to observe the evidence of rupture. A definitive root cause for the reported balloon rupture and identified catheter tear could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 12/2023).

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly ruptured. The procedure was completed using another device. There was no reported patient injury.